Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('great pain in lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("menstruation pain"), ovarian cyst ("appearance of a functional cyst"), ovulation pain ("ovulation pain, unbearable"), pain in extremity ("currently the pain radiates in the legs and it can be intolerable"), limb discomfort ("discomfort walking when starting up in the morning"), obturator neuropathy ("would be an inflammation of the obturator nerves") and fatigue ("extreme fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with nefopam hydrochloride (acupan). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dysmenorrhoea, ovarian cyst, ovulation pain, pain in extremity, limb discomfort, obturator neuropathy, fatigue and weight decreased had not resolved. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, fatigue, limb discomfort, obturator neuropathy, ovarian cyst, ovulation pain, pain in extremity and weight decreased with essure. The reporter commented: from the first day of insertion of essure I have intolerable pain. The only answer I was given was to take acupan. I have consulted several specialists who have no answer: gynecologists, gastroenterologists nothing abnormal detected, rheumatologist nothing abnormal detected, dermatologist. There would be an inflammation of the obturator nerves. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('great pain in lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("menstruation pain"), ovarian cyst ("appearance of a functional cyst"), ovulation pain ("ovulation pain, unbearable"), pain in extremity ("currently the pain radiates in the legs and it can be intolerable"), limb discomfort ("discomfort walking when starting up in the morning"), obturator neuropathy ("would be an inflammation of the obturator nerves") and fatigue ("extreme fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with nefopam hydrochloride (acupan). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dysmenorrhoea, ovarian cyst, ovulation pain, pain in extremity, limb discomfort, obturator neuropathy, fatigue and weight decreased had not resolved. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, fatigue, limb discomfort, obturator neuropathy, ovarian cyst, ovulation pain, pain in extremity and weight decreased with essure. The reporter commented: from the first day of insertion of essure I have intolerable pain. The only answer I was given was to take acupan. I have consulted several specialists who have no answer: gynecologists, gastroenterologists nothing abnormal detected, rheumatologist nothing abnormal detected, dermatologist. There would be an inflammation of the obturator nerves based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.